Event description:
The customer reported to vyaire medical that while the vela ventilator was running, high peep (positive end-expiratory pressure),high pip (peak inspiratory pressure), and low ve (minute ventilation) alarms triggered. The customer confirmed that another ventilator was provided and there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer performed xdcr tests, ""cire pre: 4077 failed"". Performed xdcr calibrations and exhl press transducer failed at 60 cmh2o.